Manufacturer narrative:
No failure was indicated in the original procedure or in the implants at the time of revision. Explants were not returned for investigation and no additional information about the revision is available at this time. Review of the device history records of the involved tops implant lot showed that it was manufactured in accordance with specifications with no deviations. Based on the available information, which indicated that there was disc degeneration below the tops device, it was determined that the reason for the revision surgery was adjacent level disease and not related to the tops system. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems.

Event description:
The company was informed about a revision case of the tops system in the us. The original procedure was performed on (B)(6) 2023. As reported, disc space below the original procedure suffered from degeneration so surgeon decided to extend one level down with fusion. In the revision surgery, which was performed after more than a year, at surgeon discretion new screws were implanted and the level beneath the tops system was fused.